Event description:
53-year-old male with a history of coronary artery disease including prior cardiac stents, hypertension, hyperlipidemia, diabetes, and cardiomyopathy, collapsed while at work, CPR initiated, return of spontaneous circulation (rosc) was achieved. Patient presents to the emergency room and takes to the cath lab for an impella cp placement. He had a lactate of 7.2 and in stage d cardiogenic shock, requiring inotropes and vasopressors. At some point, a decision was made to escalate care. The transport team arrived and the patient was being prepped for transport. During the aic exchange the impella was not recognized on the new transport aic and upon an attempt to revert to the previous ICU aic, the impella was not recognized either. A third aic also did not recognize the impella. The pump was pulled back by intensivist and replaced by interventional cardiologist and both physicians assisted in the transport to the new hospital.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.